Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 338 mg/dl, 221 mg/dl and 139 mg/dl. She states that she felt thirsty. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.